Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 week after two dental implants were installed in intraoral regions #25 and #27, it was verified their non-osseointegration. 35 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii and fenestration occurred during surgery.